Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high out of range pacing impedance measurements and the right ventricular (rv) lead exhibited low out of range impedances. A revision procedure was performed where it was found that the rv lead had insulation damage with exposed conductor coil at the terminal end. During explant of the rv lead, the lead insulation came all the way off of the lead. The physician believed that the high out of range impedance measurements from the ra lead were due to the age of the lead due to consistently high impedance measurements, however this was not confirmed as the leas was not tested with a pacing system analyzer (psa) and not viewed under fluoroscopy. The ra and rv leads were surgically abandoned and the pacemaker was explanted for reported normal battery depletion. No additional adverse patient effects were reported.